Event description:
Unomedical reference number (B)(4) event occurred in the united states on (B)(6) 2024, it was reported by the patient that four infusion set cannula fell off due to which hyperglycemia occurs within 2 days of use. High blood glucose level was 250 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
Initial and final MDR 1889212- MDR 3003442380-2024-08687- device 4 of 4